Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance trend on the rv defibrillation coil was rising.

Event description:
It was reported that there was unstable and high right ventricular (rv) coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.